Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered a new cable. He removed and replaced the workstation power cord due to insulation cuts. He ressembled the unit and verified unit operation. The system is operating as intended.

Event description:
The customer reported that the wires are showing from the power cord. No pt injury occured.